Event description:
It was reported to philips that the system was unable to start. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was unable to start up. Upon troubleshooting, the rse found the reported problem was an intermittent issue and advised the customer to reboot the system, which resolved the issue. The rse checked the error logs; no irregularities were found based on the system errors. The system was left under observation. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.